Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the cautery pin detached.

Event description:
It was reported to boston scientific corporation that a captivator extra large round stiff snare was used during a procedure performed on (B)(6) 2023. During the procedure, the device was unable to be fixed even after the active cord was inserted, so it came off. The procedure was completed with another captivator extra large round stiff snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the cautery pin detached. Block h10: investigation results. Additional information received on 18 january 2024: block b5 (describe event or problem) and block h6 (device codes). Block h6 has been updated based on additional information received on 18 january 2024. Additionally, a captivator extra large round stiff snare was received for analysis. Visual and microscopic inspection of the returned device revealed no problems. Functional inspection was performed, and device was tested with a boston scientific active cord and the device was connected properly. The device was then plugged with non-boston scientific active cords, and the cables were connected properly. No problems were noted. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported to boston scientific corporation that a captivator extra large round stiff snare was used during a procedure performed on (B)(6) 2023. During the procedure, the device was unable to be fixed even after the active cord was inserted, so it came off. The procedure was completed with another captivator extra large round stiff snare. There were no patient complications reported as a result of this event. Additional information received 18 january 2024. It was reported that the cautery pin was not detached, the problem was that the snare was having difficulty connecting with the active cord. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.